Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the guidewire returned inside of a protective hoop together with its original opened pouch. The guidewire was easily removed from the protective hoop. The guidewire returned incomplete, only a section of 128.7 inches was returned; the distal end was not returned. Microscopic inspection revealed that the detailed pictures of the separated end (distal end) were captured and it was possible to observe that the guidewire was fractured due to bending overload. Dimensional inspection revealed that the overall dimension (od) of the middle section and proximal section (od) matches with specification while the distal tip (od) and overall length did not match with the specification.

Event description:
Reportable based on device analysis completed on 18sep2020. It was reported that the device got kinked. The 90% stenosed target lesion area was located in the moderately tortuous and severely calcifed blood vessel. A rotawire and wireclip torquer was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the device was kinked midway. The procedure was completed with another of the same device. No complications reported. However, device analysis revealed a guidewire separation.